Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
An event regarding abnormal ion level and corrosion involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: it was reported that the patient was revised due to excessive levels of chromium and cobalt in his blood. "The patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical records received: "she had a tha done in 2004. This subsequently had issues with instability and was revised with a head and liner exchange in 2010."